Event description:
It was reported that noise was seen on the electrogram. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that noise was seen on the electrogram. It was further reported that the device was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that noise was seen on the electrogram. The device remains in use. No patient complications have been reported as a result of this event. (B)(4) 2011: it was further reported that the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Performance analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4). The device was returned, analyzed and no were anomalies found. We did receive performance data collected from the device and have analyzed the data. Save to disk miscellaneous (other) pdd file (B)(4). Pdd provided was not useable, no s2d analysis data was reviewed.